Event description:
Customer's mother reported customer's insulin pump has some cracks. Customer's blood glucose was 166 mg/dl. The cracks are on the battery compartment, possibly due to over tightening the cap. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.